Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verioiq meter is giving inaccurate erratic readings that have a difference of more than 3 mmol/l between each reading. The complaint was classified based on the customer care advocate (cca) documentation. During a flight on (B)(6) 2014, the patient tested on the subject meter at ¿7.2 mmol/l¿ (129 mg/dl) and was feeling hypoglycemic that day. According to the patient, the patient felt that the lfs meter should have given lower readings that day. The patient indicated his hypoglycemic symptoms included ¿feeling cold, shaky, and sweaty.¿ at the time of concern, the patient administered self treatment with food/drink. During troubleshooting, the patient could not provide any numeric values for the alleged precision issue. The lfs product was replaced and requested back for investigation. This complaint is being reported because the patient had hypoglycemic symptom while the lfs product reportedly had inaccurate erratic issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.